Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. A reprogramming change and performing an induction testing were recommended. No further information is available.

Event description:
New information received indicated that during a routine check, non-sustained lead noise episodes were observed due to t-wave oversensing. Programming changes were recommended. No further issues have been reproduced. The patient condition is well.

Manufacturer narrative:
(B)(4).

Event description:
New information received states post-paced t-wave oversensing was again detected on a new merlin transmission. The patient remains asymptomatic. New programming changes were made at the clinic. The patient will continue to be monitored on merlin. The patient condition is well.